Event description:
Boston scientific crm received information that it was discovered that this pacemaker was pacing at the maximum sensor rate although the patient was at rest. No adverse patient effects were reported but this patient was uncomfortable with the high pacing rate. This device is part of the hermetic sealing component original population product advisory was initially communicated on july 18, 2005. This device was exhibiting one of the malfunction behaviors described in the advisory. The pacemaker was successfully replaced and later returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the internal environment of this device was tested and a higher than expected moisture content was discovered. On july 18, 2005, guidant (now boston scientific crm) issued a physician communication regarding gradual degradation that may occur in a hermetic sealing component, which may result in premature battery depletion, inappropriate accelerometer function, or a reset message. This may affect certain devices manufactured before december 6, 2000. This device was manufactured before december 6, 2000, and is included in this population.